Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo left circumflex artery. Post implantation of a 3x23mm xience v stent, an edge dissection was noted. A 3x15mm xience v stent was used to treat the dissection and successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.